Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: the direct current (dc)-dc converter printed circuit board (pcb). The dc-dc converter pcb was visually inspected where minor thermal damage along the connector was observed and a "blown out" capacitor. Minor thermal damage was noted on the surrounding areas. Conclusion: capacitor failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and replaced the dc to dc pcb. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon power on, a 980 ventilator direct current (dc) to dc converter printed circuit board (pcb) capacitor smoked and blew causing no power on to the ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.